Event description:
The product was leaking fluid from the package. A hole was found in the package. There was no patient contact. The product problem was noticed upon receipt of the product when placing into inventory. The customer did not need to use the product at the time of receipt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.